Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that a wallflex colonic stent was implanted to treat a malignant stricture in the sigmoid colon during a therapeutic stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was difficult to advance the delivery system through the scope but the device eventually came out of the scope. The physician started deploying the stent but experienced difficulty with the deployment. After several attempts, the stent was able to be fully deployed. However, the stent was not in the right position and was not long enough for the patient's anatomy. The physician left the stent in place and the procedure was completed with a second wallflex colonic stent that was implanted inside the first stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.